Event description:
It was reported to philips that the invasive blood pressure port keeps malfunctioning. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.